Event description:
It was reported that a faradrive steerable sheath clear that was selected for use exhibited air ingress and a leak. No issues were noted during preparation of the sheath. A pump with a flow rate of 40 ml per hour was used as the irrigation method of the sheath. During the procedure after mapping was performed when a farawave catheter was inserted into the faradrive sheath and aspiration was performed, air was drawn out from the sheath. No air was noted in the patient. When a non-boston scientific mapping catheter was removed from the faradrive sheath, blood leaked from the sheath valve. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in both the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve. The reported event was confirmed via analysis.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for use exhibited air ingress and a leak. No issues were noted during preparation of the sheath. A pump with a flow rate of 40 ml per hour was used as the irrigation method of the sheath. During the procedure after mapping was performed when a farawave catheter was inserted into the faradrive sheath and aspiration was performed, air was drawn out from the sheath. No air was noted in the patient. When a non-boston scientific mapping catheter was removed from the faradrive sheath, blood leaked from the sheath valve. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.